Event description:
A patient reported experiencing erratic results with the ot profile meter. On 11/01, patient's blood glucose results were 75 and 130mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse event. No further information has been reported.